Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient report via sprinklr (social media), it was reported that the patient experienced inaccurate cgm readings. No specific cgm nor bg meter comparison values were provided. The patient reported that he was hospitalized with diabetic ketoacidosis due to a cgm inaccuracy. There was no information about what treatment was provided to the patient. Since this event was reported via social media, dexcom does not have any contact information for the reporter. Therefore, dexcom has been unable to reach out to the reporter for further event details. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.